Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line of a homechoice cassette. This occurred during drain one of five of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) explained the need to end therapy and start over with new supplies. Rts reviewed proper procedures with the nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.